Manufacturer narrative:
Per the user guide: the t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. Additionally, the customer had been using u-500 humalin insulin within the pump supplies. Tandem customer technical support informed customer that u-500 humalin insulin is off label per the user guide. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 326 mg/dl.